Manufacturer narrative:
This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal and revision surgery due to a broken distal locking screw and a hardware nonunion femur. The fragments generated from the broken distal locking screw were removed easily and without additional intervention. Originally, the patient was treated with an im (intramedullary) nail on (B)(6) 2018. It was revised with another tfna (proximal femoral nailing system). The procedure was successfully completed with no surgical delay. The patient status/outcome was ok. Concomitant devices: tfna screw (part# 04.038.090s, lot# 7947845, quantity 1), unknown locking screw (part# unknown, lot# unknown, quantity 1), unknown cable (part# unknown, lot# unknown, quantity 3), unknown tfna helical blade (part# unknown, lot# unknown, quantity 1), tfna nail (part# 04.037.063s, lot# h290898, quantity 1). This report is for one (1) unk - screws: locking. This is report 1 of 1 for (B)(4).